Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 94 mg/dl at 1:00 a.m. The patient received a blood glucose result of 700 mg/dl on a pharmacy meter at 1:30 a.m. The patient experienced symptoms of feeling very dizzy and went into a diabetic coma due to extremely high blood glucose levels. The paramedics were called and the patient was transported to the hospital. The blood glucose results at the hospital were not provided. The patient was treated with unknown insulin at the hospital and released from the hospital on (B)(6) 2024.